Event description:
On 7th february 2023, it was reported to gn hearing that a patient had to go to a&e "over the weekend" to remove a hearing aid receiver that had broken off in his ear. Patient was unsuccessful in being seen in a&e. On monday 6th february, patient went to a hearing care provider to remove the receiver but no audiologist was available to assist. Patient was asked to return the next day where an ear nurse successfully removed the receiver. Ear nurse stated that the receiver removal was done smoothly and it did not appear to scarape any of the sides of his ear canal. No harm was caused to his ear canal. No further follow-up expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is still ongoing and a follow-up report will be submitted once it has concluded. On 03 april 2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. No abnormality captured for the affected unit. Trended case device investigation conclusion: there's traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process not good enough. Clinical assessment concluded: case involves part of a receiver broken off in the patient's ear. The patient did seek medical help to remove the object from the ear. There were no problems removing the object from the ear. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible.there are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and there are no requirement to update the risk register. Manufacturer's investigation is final. Correction: g2 was corrected to foreign and other was checked and new zealand was specified since this incident occured in new zealand. This is a final report. No further follow up is expected.

Event description:
On (B)(6) 2023, it was reported to gn hearing that a patient had to go to a&e "over the weekend" to remove a hearing aid receiver that had broken off in his ear. Patient was unsuccessful in being seen in a&e. On monday 6th february, patient went to a hearing care provider to remove the receiver but no audiologist was available to assist. Patient was asked to return the next day where an ear nurse successfully removed the receiver. Ear nurse stated that the receiver removal was done smoothly and it did not appear to scarape any of the sides of his ear canal. No harm was caused to his ear canal. No further follow-up expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is still ongoing and a follow-up report will be submitted once it has concluded.